Event description:
It was reported that there was oversensing on this left ventricular (lv) lead channel. Pacing inhibition was observed. Technical services (ts) suggested that patient be brought in to clinic for further testing. No adverse patient effects were reported. Currently, this crt-p system remains in service.